Event description:
The device was received with no complaint information. Attempts were made to reconcile the device with no success resulting in the creation of a new complaint. No patient consequences were reported.

Manufacturer narrative:
(B)(4). Date sent: 2/4/2026. B3: exact event date unk, entered 1/1/2025 as only the year was provided. D4: batch # a9cn7l. E1: unk reporter. Investigation summary: the product was returned to ees for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the el5ml device was returned with no apparent damage. In addition, the tyvek (v96f20) from another device was returned along with the instrument. Upon testing, it was noted that the clips were not fed into the jaws in the next actuation of the trigger. Upon disassembling, the feed link was noted broken causing the feeding issues and fifteen (15) clips were found inside the clip track. As part of ees quality process all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause the feed link broken of the reported event. Possible causes for the damage found is due to the jaws may have been restricted during firing, or not fully through the trocar during firing. Please reference the instruction for use for more information. Device history review a manufacturing record evaluation was performed for the finished device batch a9cn7l number, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.